Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure (B)(6) 2013 due to liner wear, pain, and loosening of the cup. The cup and liner were competitor product. Additionally, the biomet head was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.